Manufacturer narrative:
Per review of device logs, there were various medium to high priority alarms when the device switched from niv to pcv+, these alarms were noted: 'check flow sensor tubing', 'sensor failure mode ventilation initiated', 'inspiratory volume limitation', 'high pressure', 'external flow sensor failed', 'disconnection on patient side', and 'low minute volume'. Lastly, the last time preop checks passed was on (B)(6) 2025; and full service software was last performed on (B)(6) 2024. Service software and general tasks were completed on the device, and no issue was found. Fault could not be duplicated by local service engineers. There was most probably an issue with the flow sensor and/or consumable set up. This case is considered as closed.

Event description:
The following was reported to hamilton medical ag: "customer reported an issue with a t1 "upon inspection, the nursing team noticed that the hamilton CPAP machines in resus are automatically changing settings even without manipulation"". No patient involvement or intervention. The case has not been fully reviewed yet by hamilton medical ag, therefore the failure description could not be confirmed yet. Initial assessment has shown the following: per review of device logs, there were various medium to high priority alarms when the device switched from niv to pcv+, these alarms were noted: 'check flow sensor tubing', 'sensor failure mode ventilation initiated', 'inspiratory volume limitation', 'high pressure', 'external flow sensor failed', 'disconnection on patient side', and 'low minute volume'. Additionally, the last time preop checks passed was on (B)(6) 2025; and full-service software was last performed on (B)(6) 2024.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).